Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The customer revealed that the speaker assembly was replaced and the unit still did not provide audio which indicates failure of the main pcb. The customer has elected to order replacement parts for in house repair. No conclusion can be drawn since the device is not expected to be returned. Information has been added to the database for trending purposes.